Event description:
A customer reported that intermittently high sodium (na) results were generated by the synchron lx20 pro clinical system. Several na results were in the range of 160mmol/l. When repeated on the lab's second analyzer the results were lower, for example 138mmol/l. No false results were reported out of the laboratory. There was no effect to patient treatment.

Manufacturer narrative:
Samples are drawn in becton dickson tubes. A field service engineer (fse) was dispatched: the fse found that the electrolyte injector cup (eic) was clogged. The eic was cleared and the sample piercer blade was inspected and lubricated. A clear root cause for this event has not been determined.